Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac) and gore® dryseal flex introducer sheath. When advancing the sheath, the physician felt some resistance but advancement itself was possible. After the first ctag ac was deployed, they noticed that heparin was not administered, so they started administration of it. An angiography for access vessels showed thrombus formation around the iliac bifurcation. It was removed by a forgaty catheter. The angiography also revealed dissection on the right external iliac artery; therefore, an additional bare-metal stent was placed at the dissected area. The patient tolerated the procedure. Reportedly, diameter of the right external iliac artery was 7.1 - 7.7 mm. The reporting physician commented as follows: there was some resistance during the sheath advancement; however, the resistance was not so strong.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: investigation findings and conclusions were updated to reflect the results of investigation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: IFU statement. Instructions for use of gore® dryseal flex introducer sheath state that if vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result.